Event description:
It was reported that the patient presented to the clinic for follow up after receiving a shock. Interrogation revealed inappropriate therapy due to noise. The lead was explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received the lead was returned cut into two segments. External insulation abrasion was found at 12.0-12.4cm and 18.8-19.3cm from the connector pin. The etfe coating was intact at these locations. External insulation abrasion was found at 21.7- 22.1cm from the connector pin, consistent with lead friction to the ICD can. The etfe coating was abraded in this location. This damage is consistent with the field observation of noise.